Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced both the system controller and user interface pcb assemblies and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a white display. The customer also advised that they attempted to print, but the device would not respond. A white display is indicative of a device lock-up condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed system controller pcb assembly and determined that it was the cause of the reported issue; however, further component level cause could not be determined. The removed user interface pcb assembly was an ancillary part and there was no failure of the assembly.